Event description:
It was reported to boston scientific corporation in 2008, that a speedband superview super 7 multiple band ligator was used during a varacial banding procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the velcro fastener was attached backwards. The physician was able to align the strap in the appropriate direction, but indicated that this led to a prolonged surgical procedure. Procedure completed with the same speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is not known.

Manufacturer narrative:
Surgery, prolonged. Misassembly. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. Product unavailable for analysis.